Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board. Unable to confirm any off no power alarms due to the blank display.

Event description:
The customer stated that the insulin pump alarmed off no power during the night, then had a blank display. Troubleshooting was performed, but the display remained blank. Nothing further was reported.